Event description:
A customer reported experiencing a past event of low blood glucose, with the lowest level recorded being 47 mg/dl. Low bg cause was not known. This was resolved by consuming carbohydrates. Customer was advised by technical support to consult a healthcare professional to discuss factors affecting blood glucose levels. Customer understood and acknowledged this recommendation.